Event description:
In compliance with MDR reporting regulation, section 803.22, we wish to inform you of an adverse event associated with another manufacturer's device which has been received at allergan inc. ((B)(6) ref (B)(4). Alleged event: healthcare professional reported "rupture" via MRI of a non-(B)(6) device. This record is for right side. The device remains implanted. The device will be returned. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).